Event description:
It was reported that the insulin gauge was inaccurate. The customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to customer's blood glucose level.